Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of the observed missing adhesive (ke-45) on forceps cover could not be determined, however, the issue may be the result of deterioration due to chemical stress. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found leaking at biopsy channel, unable to identified other possible leaks, missing single component, paste-like, thixotropic adhesive at forceps cover/dents and degradation of cement at probe, leak at borescoped, found a puncture about 5 cm from distal end side, reduce within specification, and forceps elevator lever.

Event description:
The customer reported to olympus, the ultrasound gastrovideoscope forceps elevator does not move down at all. The issue was found during reprocessing. There were no reports of patient harm.